Manufacturer narrative:
Product ID 3889-28, lot# v990442, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported following implant the patient experienced painful stimulation in her rectum when the amplitude was at an effective level. The patient changed programs and turned her amplitude down to .7. Afterwards, the patient was not feeling stimulation in the rectum, but was not feeling 'much stimulation at all.' One of the leads was causing perianal pain without a stimulation sensation. The patient's programming was changed and the problem was resolved. 'There was no injury to the patient.' Later it was reported that the patient experienced inconsistent therapy. Some days the patient received 'good control' and other days experienced 'a lot' of accidents and had to go to the bathroom 'a lot.' Evenings and over nights were also a time when the stimulation did not help at all. Most of the accidents were overnight. While the stimulator was on, the patient had a lot of pain in her rectum again. The pain went away when the stimulator was off. The patient was very frustrated at the poor therapy she had gotten, since the trial worked well. When the device was on, the patient also experienced chest pains between the breasts and dizzy spells. The physician told the patient that her pacemaker and heart were 'fine.' The patient's stimulator was reprogrammed again on (B)(6) 2012, but the manufacturer representative could not get the stimulation sensation out of the rectum with any programming. It was found that one of the patient's leads was 'crooked' and that the patient 'may need surgery to revise' it. The patient did not want an additional surgery. The patient turned the stimulator off 3 days later and planned on keeping it off for at least a few days. The patient experienced about 1 week of relief a few weeks after implant, but other than that "the device had not worked." The programming had been adjusted about every 2 weeks after implant, but there was still no therapy benefit. The patient's pain was 50% lower since the device was turned off. The patient had two appointments with two different doctors respectively for the end of (B)(6). Additional information was requested, but was unavailable on the date of this report.